Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized 20 days prior to event onset for another indication. The same day as event onset, the patient was treated with vancomycin ( 1 gm every fifth day, route and duration not reported) and ceftazidime (1 gm per day, route and duration not reported) for peritonitis. It was reported the patient was recovering from the peritonitis event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.